Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with a slight diffuse lamellar keratitis (dlk) at a 1 day post-operative exam. The dlk was never close to or in the visual axis. The patient was treated with steroids 6 times a day and is nearly resolved. The surgeon indicated the patient is doing well and visual acuity is 20/20 on both eyes.